Manufacturer narrative:
Device evaluated by MFR: a synergy ous mr 4.00 x 28mm stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the crimped stent identified stent damage. The two most proximal stent strut rows appeared undamaged and crimped correctly in position. Damage was noted to the remainder of the stent; the stent struts were stretched distally such that the distal end of the stent expended past the device tip. The undamaged section of the crimped stent outer diameter was measured and the result was within the maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Stent crimp markings were evident on the balloon wall beneath the stretched stent indicating correct positioning and crimping of the stent prior to the complaint incident. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the shaft polymer extrusion found no issues. A visual and microscopic examination of the tip found no issues. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent dislodgement outside patient occurred. A 4.00 x 28 synergy¿ drug-eluting stent was selected to treat the lesion. However, upon removing the device from the mandrel, it was noticed that the stent came away from the balloon. The device was not used and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement outside patient occurred. A 4.00 x 28 synergy¿ drug-eluting stent was selected to treat the lesion. However upon removing the device from the mandrel, it was noticed that the stent came away from the balloon. The device was not used and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.